Event description:
Customer reported experiencing a recurring issue where bubbles consistently appeared in the cartridge approximately 24 hours after replacing the cartridge and infusion set. There was no adverse impact to sarah¿s blood glucose level reported. Sarah, however, did not request a follow-up, and no additional details regarding corrective actions or customer outcomes were provided.